Event description:
A customer in (B)(6) notified biomérieux of receiving false positive cefoxitin screen results for staphylococcus aureus for two isolates from two different patients when testing with the vitek® 2 ast-gp75 test kit (ref 415670, lot 2751103203). Cefoxitin (fox) disk diffusion testing was performed as an alternative method and obtained susceptible results for both isolates. The customer reported that the false positive cefoxitin screen results did not lead to any adverse event related to either patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of receiving false positive cefoxitin screen results for staphylococcus aureus for two isolates from two different patients when testing with the vitek® 2 ast-gp75 test kit (ref 415670, lot 2751103203). The customer did not save the strains and no investigational testing could be performed with the strains. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Global customer service (gcs) reviewed complaints coded against ast-gp75, lot 2751103203 and the review did not indicate a trend for this card lot. Ast-gp75, lot 2751103203 met final qc release criteria. The lot passed qc performance testing.